Event description:
Patient pulled on external portion of impella line causing it to break clean through into two pieces making it non operable and non repairable. Impella remained inside of patient. Patient expired within minutes.